Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct. According to the complainant, during the procedure, when inside the patient, the guidewire (jagwire, bsc) was jammed in the guide catheter and the guide catheter broke. The delivery system and guidewire were removed from the patient and the nurse attempted to remove the guidewire from the guide catheter, however the guide catheter continued to break. It was confirmed that no pieces of the device detached inside the patient; no pieces of the device were visible on the x-ray and no pieces appeared to be missing from the device. It was also confirmed there were no issues or alleged malfunctions of the jagwire. The procedure was completed with another device; however the device used to complete the procedure is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct. According to the complainant, during the procedure, when inside the patient, the guidewire (jagwire, bsc) was jammed in the guide catheter and the guide catheter broke. The delivery system and guidewire were removed from the patient and the nurse attempted to remove the guidewire from the guide catheter, however the guide catheter continued to break. It was confirmed that no pieces of the device detached inside the patient; no pieces of the device were visible on the x-ray and no pieces appeared to be missing from the device. It was also confirmed there were no issues or alleged malfunctions of the jagwire. The procedure was completed with another device; however the device used to complete the procedure is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The guide catheter was returned for evaluation, however the stent and push catheter were not returned. Visual evaluation of the guide catheter revealed it to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was returned stuck on the guidewire. No visible damages were observed on the guidewire assembly. A kink (suture impression) was noted at the distal end of the guide catheter, indicating the suture likely embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. Reported event of guide catheter broken. The distal piece of the broken guide catheter was returned and was noted to be stuck on a jagwire (bsc) device. There were no issues with the jagwire. However, the evaluation has not been completed; therefore, the cause of the malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.